Event description:
It was reported that during a denovo pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. While flushing the sheath outside the patient it was observed that the sheath was leaking. Therefore, the sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a denovo pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. While flushing the sheath outside the patient it was observed that the sheath was leaking. Therefore, the sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.